Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, it was reported that while drilling the pin through a hole in the resection guide, the pin got stuck in the hole of the guide. We were able to continue with the surgery, just had to utilize the other holes (avoiding the hole in which the pin origanlly stuck). Following the case, it was noticed that the resection guide had some minor damage at the location of the hole. - the issue was that the pin was being cut into by the damaged metal slot of the guide. The product was not returned to j&j medtech orthopaedics, however photos were provided for review. See attachment (B)(4). Visual analysis of the it was not possible to identify any pin lodged in the hole. The photographs attached were reviewed, it was not possible to identify any pin lodged in the hole. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that while drilling the pin through a hole in the resection guide, the pin got stuck in the hole of the guide. Surgeon was able to be continue the surgery by utilizing the other holes (avoiding the hole in which the pin originally stuck). Following the case it was noticed that the resection guide had some minor damage at the location of the hole. The issue was that the pin was being cut into by the damaged metal slot of the guide. There was no surgical delay. The procedure was successfully completed. There was no patient consequence.